Event description:
It was reported that pump screen went blank unexpectedly, led was not blinking, and pump then displayed reset screen without being connected to power. There was no adverse impact to the customer's blood glucose level. Technical support explained that pump had performed routine system check that reset microprocessor as safety feature and confirmed pump was working as intended, educated caller about features that reset when pump turns off or is reset, and customer understood, acknowledged information, and successfully resumed insulin.